Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all the fragments were retrieved. There was no additional surgical procedure or post-operative tests performed. The instrument was inspected prior to use with no damage observed. The instrument was used for dissection for 10 minutes prior to the break. There was no instrument collision, functionality issue, and the instrument was not removed prior to the break during the procedure. There was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument upon final removal. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was in use for approximately 10 minutes and the instrument teflon pad "snapped" and a piece allegedly fell inside the patient. The entire fragment was retrieved during the same procedure. The user completed the procedure with a backup instrument no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Inspection found teflon pad damage. The teflon pad was found to be dislodged from the tip and exhibited melting. No missing material was confirmed. This damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided stating that the teflon pad became dislodged from the clamp arm and slid towards the shaft of the instrument. A review of the attached video confirms that the teflon pad was already dislodged from the typical location.